Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the corners of the top case were chipped, the right plunger case was cracked, the top and bottom cases were disconnected, and the main screw post on the bottom case was broken. A review of the event history log (ehl) identified primary audible alarm background test and primary audible alarm post. During the functional testing was unable to duplicate the reported issues using the occlusion test and power up process. The root cause of the issue could not be determined. Replaced the speaker for preventive measures and performed preventative maintenance and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue. If the occurrence of this issue increases significantly, additional corrective actions will be taken.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure. No patient consequences were reported. No adverse effects were reported.